Event description:
The health care professional reported that the valve was abandoned at implant when it would not fit into the aortic annulus due to inappropriate sizing. Message from sales rep. States than the inappropriate sizing was due to the surgeon's sizing technique and was not related to the device or the size of the sewing ring.